Event description:
The plaintiff's attorney alleged that the decedent expired on (B)(6), 2010 after use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products: associated MDR # 1225714-2013-02585.